Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodged upon deployment. The valve dislodged high on the non-coronary cusp (ncc), resulting in severe paravalvular leak (pvl). The dislodgement was attributed to the position of the valve and the patient anatomy. A second valve was implanted valve-in-valve resolving the pvl. No adverse patient effects were reported.